Event description:
It was reported that during a procedure using the neocis guidance system (ngs) during implant placement the user attempted to put the guidance arm into an orientation that could not be achieved by the arm. The user adjusted the approach multiple times yet ended up attempting to place the arm in the same unreachable orientation. The system entered pause mode, recorded high forces and the guidance arm shutdown. The user then attempted to remove the handpiece from the system, yet he was unable to remove the part. The user proceeded to use the drill system to remove the handpiece from the patient's mouth when the patient moved unexpectedly and the drill bit contacted the patient's jaw tissue causing a laceration. The system was paused and moved away from the patient, the user placed sutures at the contact site. No further patient complications or device issues were reported.